Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and inappropriate mode switch episodes were noted due to atrial lead noise. The lead noise was reproduced during provocative testing and a low impedance was also revealed. The lead was capped and replaced to resolve the issue and the patient was in stable condition.